Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and the biosense webster inc, (bwi) product analysis lab observed damage on the device as one spline was observed cut with internal component exposed. Initially, it was reported that there was a carto error '371'. It was reported that during the operation, error code '371' was displayed. A second device was used to complete the operation. There was no adverse event reported on patient. The issue with inability to map was assessed as not MDR reportable. Since the catheter cannot map using the carto system, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found on 27-jan-2023 that there was damage on the device as one spline was observed cut with internal component exposed. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is 27-jan-2023.

Manufacturer narrative:
Initial reporter address line 1 (cont.): (B)(6). The biosense webster, inc. Product analysis lab received the device on 30-nov-2022. The device evaluation was completed on 27-jan-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection and magnetic sensor functionality test of the returned device were conducted following bwi procedures. Visual analysis revealed damage on the device, one spline was observed cut with internal component exposed. Magnetic sensor functionality test was performed and the device was recognized on the system; however, only four splines were visualized on the screen due to this condition that one spline was not observed and the test failed. The issue reported by the customer could not be replicated during the product investigation, since no 371 error was observed; other issues or circumstances may have occurred during the usage of the device that compromised its performance. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the spline detached issue. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported error code '371'. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc-(B)(4).